Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: the anvil was placed as it is and another device was used to complete the case. The procedure was not converted, or additional port was needed. The patient¿s condition is stable.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the anvil was attached to the trocar and the battery was inserted into the device but the device could not be fired. The device was used between the colon and the rectum. A nurse who prepared the device was not well-experienced. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.